Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey3563 showed two other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that at the point of attachment at port needle and dosifix/safeset ,there was leak observed of fluid. Patient completed therapy using 2nd needle. It was reported this occurred with two devices. This report addresses the first device.